Event description:
On (B)(6) 2012, the distributor contacted animas, alleging that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. Evaluation revealed that the up arrow and ok buttons were intermittently responsive. The down arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts during testing. Unrelated to the complaint, evaluation revealed a worn keypad and cracked battery compartment, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).